Event description:
Related manufacturing report: 2017865-2025-14283. It was reported patient presented remotely. The patient's right ventricular (rv) lead exhibited a change in polarity due to noise which caused it to have increased capture threshold and higher outputs. This caused the patient's pacemaker to exhibit premature battery depletion. The pacemaker was explanted and replaced. The rv lead remained implanted. Patient was stable.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. As received, the device was at end-of-service voltage levels, and device image showed sharp drop in battery voltage levels. Visual inspection of the header attachment area detected a bonding anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested, resulting in normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly.